Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had surgery yesterday and that the nurse turned off their therapy. The patient said they needed to turn their therapy back on, but they were unsure how to do it. The agent reviewed and assisted the patient to connect their therapy over the phone. The patient confirmed they were successfully connected and that the therapy was on. The patient stated that the nurse may not have turned off the therapy after all.